Event description:
It was reported that the insulin pump had a crack on the right hand side of the device. The insulin pump also alarmed no delivery when there was insulin in the reservoir. The customer declined troubleshooting and replacement of the insulin pump. He also declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.